Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged in eye lens tore in two spots, burr on injector, in and out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause for this complaint issue cannot be determined as no injector sample was returned; therefore, specific action with regard to this complaint cannot be taken. All intraocular lens (iol) handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol was damaged in the eye; it tore in two spots. Additional information was received. The surgery was completed by removing the damaged lens in an initial procedure. Burr on the lens injector was also reported. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).